Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3 updated. The device was returned to zoll medical united kingdom for evaluation. The device was reported to have an issue on august 1, 2025, but no data was found. The logs showed the device was last used on july 31, 2025, and it worked normally during that time. The device ran 10 analyses, gave audio prompts as expected, each analyses resulted in no shock advised. The devices passed all functional testing and found to be working as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.